Event description:
It was reported that while the ventilator was connected to a patient and the ventilator was running on battery power, the ventilator displayed the message "battery depleted" and without warning, the ventilator shut down. No patient injury was reported. Reference MFR report number: 9611500-2014-00010.